Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Upon further analysis of the foreign material, it was identified as an organic silicone rubber. It is likely the material is piece of rubber from an endoscope accessory (the air/water valve packing, the cleaning tubes, or the water tank tubes) that had broken off due to deterioration. The cause of the material remaining in the device could not be specified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite gastrointestinal videoscope poor air and water supply. The issue was found either during inspection for use or during a diagnostic procedure, which the customer described as an 'upper observation'. It was reported to be completed with the device with a short delay due to insufficient air supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a foreign material in the nozzle .there were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a foreign material in the nozzle. In addition to the reportable malfunction, the following were noted: due to clogging of the nozzle, the air/water supply volume and water removal ability did not meet the standard values; due to wear of the forceps elevator lever, the upward/downward angulation control knob could not be locked securely; the image guide protector had a scratch; the universal cord had a scratch and a wrinkle; the protector of universal cord on the suction connector side had a scratch; the objective lens had a scratch. The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. A review of the device history record found the equipment was confirmed to be non-conforming in manufacturing, but was shipped in conformity with the specifications. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU): ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function] inspection of the water feeding function 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor the field performance of this device.